Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as the evaluator inadvertently did not assess for the reported condition of 'does not seem to be infusing correctly'. The device will be required to pass all release testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was incorrectly infusing. The error occurred during testing with tubing not connected to medication, volume to be infuse -20, flow rate-200. There was no patient involvement. No additional information is available.